Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had was exposed to moisture/fluid. Blood glucose level at the time of the incident was 367 mg/dl. It was reported the customer received a sudden vibration followed by a blank display immediately after they jumped into the pool with the device. The insulin pump was replaced and agreed to return the device for analysis.